Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient underwent a revision of his artificial urinary sphincter (aus) due to the pump was uncomfortable where it was located, it was sitting very low in the perineum. Nothing was explanted, the pump was just repositioned in a better location for the patient. The patient had a successful outcome.